Manufacturer narrative:
Product was not returned for evaluation; therefore, no determination could be made for the reported device failure.

Event description:
Elite pass had been used at the hospital before, but tssu had sterilized it with the disposable needle in. The needle was removed before start and a new needle inserted. First needle tip broke while passing through the tissue, but was left in the joint. Shoulder was opened and washed out. X-rays found no piece of metal in the joint. The surgeon was finding the instrument hard to trigger and the needle would not go through the tissue on more than one occasion. Hit the bone also when passing needle through the tissue. It was confirmed that a one hour delay was experienced. The patient did not receive any injury, but did have to be opened up. A back-up device was unavailable to complete the surgery.